Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a battery depleted set alarm was discovered and confirmed during product evaluation by baxter personnel. No assignable cause was provided during product evaluation. The main batteries and battery harness were replaced as a precaution. A service history review revealed that this device was previously serviced for the reported condition, which includes replacement of the batteries and harness. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The customer contacted baxter (B)(4) to advise that a colleague volumetric infusion pump encountered a battery failure. Upon review of the event history, it was discovered that a battery depleted set alarm occurred and interrupted delivery on (B)(6)-2010. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.